Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a frayed grip cable at the distal end. A review of the provided image was performed by an intuitive surgical, inc. (Isi) analyst. The following additional information was provided: review of the provided image (see attachment) is consistent with the reported event.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps instrument shaft was not aligned with thee tip. Unable to get trocar off of robotic instrument. There was no reported injury. Isi followed up with the initial reporter and obtained the following additional information: instrument had a dislodged instrument shaft. No pin was seen sticking out. Instrument had to be removed with the cannula. There was no tissue entrapment. There was no additional port incision nor were the existing ports increased. No fragment fell into patient and no further injuries nor complications to the patient were noted. There was a 10 min delay and the procedure was completed robotically.